Event description:
It was reported that this was use of the pre-close technique for arteriotomy closure of a common femoral artery prior to a large-hole interventional procedure. Reportedly, one proglide device had the plunger pushed in with no issue, yet when the plunger was removed, there was no suture attached to the needles. Another proglide suture was deployed and caught the artery, yet pulled through the arterial wall, damaging the vessel. The patient was sent to surgery. The procedure was completed. Hemostasis was achieved with surgical suturing. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional vessel closure device referenced in b5 is filed under a separate manufacturing report number.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) review could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. A query of the complaint handling database could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure; however, the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.